Event description:
It was reported that during fluoroscopy evaluation, externalized conductors were observed. No electrical issues observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.